Manufacturer narrative:
Patient refused to return device for evaluation, thus no evaluation will be performed. No conclusion can be drawn regarding the cause of the event.

Event description:
Patient reported that, while priming a new cartridge and infusion set, no insulin dripped from the end of the tubing. Patient removed the cartridge, and found that insulin had pooled at the bottom of the cartridge chamber. No error messages were generated by the device. Patient dried out the cartridge chamber and continued using the device. Her blood glucose was not affected and no treatment was received.